Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. Unable to perform prime/a33 test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at the display window corner, broken battery tube threads, broken reservoir tube lip, cracked case at the reservoir tube window corner and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated the drive support cap is flush. The customer was advised the cause of the alarm was during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.